Event description:
It was reported that the 9800 system continued to indicate fluoro after the button was released. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.